Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 200-280 mg/dl. During trouble shooting with tandem technical support (cts) it was found that the customer was reusing cartridges and using pump supplies beyond labeling. Cts educated customer on cartridge/insulin labeling. Reportedly, the customer changed cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.